Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 600 mg/dl. Troubleshooting was performed and customer was able to deliver insulin. Customer was advised that no delivery may have been due to an occlusion. Customer was advised that infusion sets would be replaced.